Manufacturer narrative:
Product complaint #(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is it possible that the open box was mixed up on the shelf? Was the box opened seating on the shelf before use? Was the mixed up noticed when opening the box? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2021 and suture was used. When opening the package, it was reported that during bypass surgery, the nurse found 7 packets of kgh024 products are mixed into the device box labeled as plh561. The whole box should include 12 packets of plh561 instead of kgh024. One packet was used during the surgery and the remaining 11 packets will be returned, including 4 packets of lot plh561 and 7 packets of lot kgh024. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch plh561, and no non-conformances were identified. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened box with twelve sealed samples were received for evaluation. The quantity in the box is for 1 dozen (12 ea.). The box belongs to product code w8316, lot # plh561, five sealed samples of product w8316, lot # plh561, and seven sealed sample of product code w8316, lot # kgh024 and the number of pieces in the box is greater than indicated, since the customer used a sample and due to this mismatch, a further investigation was performed. The product of lot number plh561/ xcw831619 (5ea.) Was manufactured on oct/16/2019 the product of lot number kgh024 / xzw8316 (7ea) was manufactured on jun/8/2016. A characterization of the samples was conducted, and the following was observed: samples were examined for visual inspection and measured in needle diameter, point type, needle type, needle radius/curvature and angle and suture characteristic and the needles and sutures belong to each product code and lot number. According the manufactured dates there are differences of time of three years when these products were manufactured, and these batches could not be mixed in our manufacturing sites. During the packaging process, each box is weighed to confirm the correct quantity. According to result obtained during the investigation and product characterization, the reported complaint could not be confirmed, since this issue could not be happened in the manufacturing sites. Visual inspection was conducted on the four pictures received. Visual analysis of the pictures received for evaluation determined that one opened box of product code w8316, lot # plh561 and seven sealed samples of product code w8316, lot # kgh024 were observed in the picture. Samples of the product w8316, lot # plh561, could not be observed. The product of lot number plh561/ xcw831619 was manufactured on oct/16/2019 and the product of lot number kgh024 / xzw8316 was manufactured on jun/8/2016. According the manufactured dates there are differences of time of three years when these products were manufactured, and these batches could not be mixed in our manufacturing sites. According to result obtained during the visual inspection of the pictures, the reported complaint could not be confirmed, since this issue could not be happened in the manufacturing sites. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device batch plh561, and no non-conformances were identified. Mfg. Date - 10/16/2019. Exp. Date - 9/30/2024". A manufacturing record evaluation was performed for the finished device lot number kgh024, and no non-conformances related to the reported complaint condition were identified. Mfg. Date: jun/8/2016. Exp. Date: may/31/2021. Additional information was requested and the following was obtained: is it possible that the open box was mixed up on the shelf? No. Was the box opened seating on the shelf before use? Unk. Was the mixed up noticed when opening the box? Yes, the mixed up was noticed. Immediately as soon as the box was opened.